Event description:
It was reported that a spectrum infusion pump does not recognize a closed door. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and eval was performed. The eval confirmed and reproduced the reported symptom does not recognize a closed door. The device was received inoperable due to door not fully latched alarms, which corresponds with the reported symptom, determined to be caused by a loose link screw. The loose link screws were replaced.